Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08675 inches. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had constant high blood glucose. The customer reported that they had high blood glucose over 600 mg/dl and they treated with a manual injection. The customer¿s blood glucose would go low due to the manual injection. The customer had discontinued use of the insulin pump for the last two days. The customer¿s blood glucose level during the incident was unknown. The customer had symptoms of fever, headache, and blurry vision for their high blood glucose. The customer¿s current blood glucose level was 50 mg/dl. The customer treated the low blood glucose with juice. Troubleshooting was performed. There was no malfunction noted. Additionally, the customer reported that they were hospitalized on (B)(6) 2014 due to high blood glucose. They were off the insulin pump for more than 48 hours prior to the hospitalization. The customer also reported that they believe that the insulin pump was not working. The device will be replaced and returned for analysis.